Event description:
It was reported that the harmonic ace (ha) instrument tip was damaged. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ha instrument was found to be damaged upon prior to starting a da vinci-assisted surgical procedure, after anesthesia was applied and surgical ports were placed. The instrument was inserted into the patient when the issue was identified. User replaced the instrument to resolve the issue. The instrument did not collide with any other instrument or tool. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) instrument for failure analysis. Inspection found the blade broken. The blade broke at roughly 0.214" from the base. Broken piece was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Further investigation found a broken clamp arm. There were no missing pieces from the clamp arm. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.